Event description:
Gemstar tubing with 1.2 micron filter, two seperate sets, reported by pt to be leaking around the filter. First incident was noted to be so bad as to, 'wet the pt's bed.' Leakage both above and below the filter noted by the pt's family.